Event description:
On (B)(6) 2012, the pt underwent emergent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore excluder aaa endoprosthesis. A contralateral leg component was tracked into position for deployment within the contralateral gate, however when the physician pulled the deployment line, the device failed to deploy. The device was set aside and another device was used to conclude the procedure. The pt tolerated the procedure w/o further incident. The physician though the tip of the device seemed extremely flexible. The device is being returned to gore for analysis.

Manufacturer narrative:
A review of the mfg records for the device verified that the lot met all pre-release specifications.